Event description:
The competitive rv lead became dislodged and the physician programmed the device to high outputs to compensate until the lead could be repositioned. On (B)(6) 2013, this device tripped eri indication due to the high output programming. The device could not be reprogrammed or reset to remove the eri status as the patient was pacer dependent. The physician chose to replace this device with a competitive device on (B)(6) 2013 while repositioning the rv lead.

Manufacturer narrative:
The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be flawless. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed in eri-mode. There was no indication of a device malfunction. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating that the device switched to the battery status eri on (B)(6) 2013. Furthermore, the battery history was evaluated indicating no elevated current consumption. The battery voltage was as expected for a sufficiently charged battery. Therefore, a reset of the eri status was successfully performed. Subsequent interrogation yielded the battery status ok. A stress test under different temperature environments was performed. The battery status of the device was as expected. In summary, the analysis revealed that the battery status eri was not declared by a premature battery depletion. As a root cause for the clinical observation extremely high programmed parameters as mentioned in the complaint description could be taken into consideration. The pacemaker's function particularly the pacing and sensing functionality was found to be fully functional.